Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose ranged from 133-300's (mg/dl). Reportedly, the customer wore the pump in a pocket and a temperature change possibly had occurred to the pump prior to the occlusion alarm declaring. Recommendation was made by tandem's technical support for the customer to keep the pump out of the customer's pocket during bolus delivery.